Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non capture was observed on the left ventricular lead. The lead was capped (B)(6) 2019 and replaced. The patient was stable.